Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain. Lymphadenopathy, lump/nodule, and visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is lymphadenopathy.

Event description:
Patient reported a right side ¿pain¿, ¿breast cancer twice¿, ¿lump under my armpit¿, and ¿implant itself is hard, not like it was before¿. Device remains implanted.